Event description:
It was reported that the ilet pump¿s sleep/wake button was intermittently unresponsive multiple times per day since receipt of the current replacement device, preventing screen unlock and leading to replacement arrangements; this aligns with a device problem involving an unresponsive key or button associated with the switch component. Customer care provided support that included communication with the user and coordination of return and replacement logistics. Investigation of this case revealed an electrical problem consistent with an unresponsive button traced to the switch/relay component. No clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was a component failure.